Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that after implant the effect was well but two months later the effect was not well. It was noted that several reprogramming attempts did not improve the effect. It was noted that the patient went to the health care professional (hcp) for reprogramming and impedance was found to be over 4000 ohms. It was noted that the patient would take an x-ray and MRI. It was noted that there was no patient death or injury.